Event description:
Further evaluation of this event determined that this event had been previously reported in manufacturers report #3004209178-2013-03753. All further follow up information will be reported in under this current manufacturers report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient has had pain at the pocket site as well as lack of effect from the implantable neurostimulator (ins). Numerous programming changes were done, none of which improved patient symptoms. The ins was explanted. The patient recovered without sequelae.

Event description:
Additional information reported the x-rays showed no evidence of abnormality.

Manufacturer narrative:
Product ID, 3889-28 lot# v534733, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.